Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor needle was broken when she was trying to load the sensor in to the serter. The customer reported that the blood glucose was 6.2 mmol/l at the time of incident. The customer was advised to return the sensor. Product is expected to return.